Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge authorized dealer engineer was dispatched to investigate. The engineer evaluated the iabp unit and resolved the reported issue by replacing the power supply from customer's stock. The engineer performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) was not working on mains power source. There was no patient involvement, and no adverse event reported.